Event description:
A report was received that the patient was experiencing pain at the pocket site due to pocket hypersensitivity. The patient underwent a revision procedure wherein the leads were replaced per physician's preference and the ipg was relocated. The patient was reportedly doing well following the procedure.